Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with an unspecified blood glucose (bg) level and diabetic ketoacidosis; cause was not known. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.